Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation; for the malfunction ¿foreign object inside the nozzle¿ we could not conclusively specify the root cause of the foreign material remained in the device. And for the malfunction ¿tip cover is burnt¿ : although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects inside the nozzle, and the tip cover is burnt. There was no patient involvement.